Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws did not open smoothly after being closed. A new device was used to continue the procedure. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary one lf1723 was received and evaluation of the returned device could not confirm the reported condition. Visual inspection found no defects. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.